Event description:
Patient with occipital neuralgia has had an occipital stimulator implated for 11 months. Her headaches have diminished significantly and decreased the amount of oral pain medicine she takes and is overall quite happy with her situation except for the last few months the stimulator has not been working as well. She met with the manufacturer representative who indicated that some of the contacts were faulty and at this point she is getting very high impedances and is interested in replacement of the lead.